Event description:
It was reported that the patient had a break in aseptic technique, which was further described as the patient not changing their dressing and having a dirty exit site. The patient developed bacterial peritonitis as a result. On an unknown date, the patient was hospitalized for this event. On an unknown date, the patient was treated with vancomycin (2g, ip, weekly for three weeks). On an unknown date, the patient was retrained on the proper aseptic techniques. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If further relevant information from that review, a supplemental medwatch will be filed.